Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Due to hospital policy, the customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The current revisions of the IFU can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient was on hospice. The outcome was not considered device or therapy related. It was unknown if an autopsy was performed. The device was not explanted and was not returned for evaluation.